Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. Electronic assembly found corroded per visual inspection. The device was received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.